Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer information. The old report number was 3010157426-2015-00024. Onsite investigation by a spacelabs field service engineer (fse) confirmed the co2 canister seal had been removed and improperly re-installed causing a leak. When the canister contents are replaced, the seal must be reinstalled as part of routine use. The fse correctly installed the seal which resolved the issue. This report is considered final and the issue closed.

Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer information. The old report number was 3010157426-2015-00024. Onsite investigation by a spacelabs field service engineer (fse) confirmed the co2 canister seal had been removed and improperly re-installed causing a leak. When the canister contents are replaced, the seal must be reinstalled as part of routine use. The fse correctly installed the seal which resolved the issue. This report is considered final and the issue closed. This report is being generated at the direction of FDA because of supplemental reports received, with this manufacturer report number, and no record of an initial report.  This manufacturer report is submitted to correct a previous report, 3010157426-2014-00024, that mistakenly identified the manufacturer report number; at FDA form 3500a top of page 1 and mistakenly identified the manufacturer by listing the manufacture¿s affiliate entity.

Event description:
Spacelabs received a report that a pressure leak occurred during a patient case with the arkon anesthesia machine on (B)(6) 2015. No injury was reported as a result of this event.